Event description:
Caller reported a malfunction on a tandem pump, identified as malfunction 199, with a non-resettable error code. There was no reported impact to the customer's blood glucose level. Technical support decided to replace the pump as it was under warranty. The customer planned to use manual daily injections as a backup to ensure insulin delivery was not interrupted. The problematic pump was to be returned via a pre-paid label after depleting its battery.